Manufacturer narrative:
The customer did not return the suspected product for evaluation. Since the lot # of the test strips involved in the event was not provided, an in-house testing was performed using the in-house contour next link meter and in-house contour next test strips from lot # dw8lped12b, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. Since the customer did not provide the lot # and model # of the suspected contour next test strips, this information was not captured.

Event description:
The customer reported that he obtained a blood glucose reading of 480 mg/dl on a contour next link meter. The customer had no symptoms of hyperglycemia. Therefore, he performed a repeat testing within 10 minutes on a non-ascensia meter and obtained a reading of 197 mg/dl. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.